Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broken miscs. Issue noticed during reaming. Delay 5 minutes. Case type: tha.

Manufacturer narrative:
Duplicate record. Refer to pr (B)(4).

Event description:
Broken miscs. Issue noticed during reaming. Delay 5 minutes. Case type: tha.